Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: where was the needle grasped prior to the needle breakage (i.e. Swage, central portion of needle)? About 2/3 of the needle. Was the needle piece(s) retrieved? Needle body was retrieved, and the needle tip was not be able to find. Does a piece of the needle remain in the patients tissue? If yes, what tissue structure is it located? Unknown where the tip is. What measures were taken to retrieve the broken piece? Na. Were x-rays taken to locate the needle piece(s)? Na. At what location was the needle found? Na. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Na. If retained, what is the surgeon's opinion of consequences to the patient? Na. Was there any additional tissue damage as a result of searching for the needle piece? Na. What in the physicians opinion are the factors contributing to the event? Our needle tip is too tiny to break. Is the lot number of the device available? No.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2016 and suture was used. The needle tip broke off during the surgery . The needle body was retrieved, however the needle tip was not able to be found. There were no patient consequences reported. Additional information has been requested.